Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v591641, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v590200, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported four months ago the patient experienced eyelid apraxia and ¿the eyelids kept closing and they can¿t open.¿ the most recent programming change was six months ago and contacts eight and nine were used for programming. Current impedance measurements were normal at 3v for these contacts. The impedance measurements did not suggest a short circuit, but an open circuit was reported on the case and 11 around 19 ,000, which was not a contact being used for therapy. It was also reported the device was turned off and on and apraxia was not present for either. The healthcare provider (hcp) did not feel it is related to deep brain stimulation. Levodopa medications had been increased and the hcp suggested reducing. It was also noted later the same day there were no malfunctions and ¿impedances were fine and therapy was fine.¿